Event description:
Authorized distributor in USA reports device produces noise and machine stops without alarm during treatment. Based on the info received, the potential risk associated with the reported event is classified as serious since insufficient ventilation caused by a device shutting down without alarm could lead to hypoxia. Based on the info provided at this time, including no injury to the pt, the event is considered reportable per 21 cfr part 803.3.